Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of 501 mg/dl. Customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer stated that insulin pump did not turn on even after inserting new battery. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The insulin pump will not be returned for analysis.